Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient was wearing a pod for a few hours they experienced pain near the infusion site as well as muscle cramps. The patient had gone to urgent care for an hour where the pod was removed and then proceeded to to to the hospital. The patient reports once the pod was removed from the infusion site they did not experience pain. Once at the hospital the patient was diagnosed with a muscular or sports injury. The patient was treated with tylenol and advised to rest the infusion site area. The patient spent an hour at urgent care in addition the patient was released from the hospital after an hour.